Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the atrial lead appears to be somewhat low and anterior in the atrium. Most of the time when the atrial lead paces there is an intrinsic r-wave following and then there is a safety pace. There was some concern regarding the programming of ventricular safety pacing. The lead is still in use. No patient complications have been reported as a result of this event.